Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, port placement positioning created difficulties in obtaining the appropriate access to staple the tissue, and the surgeon decided to convert the approach to an extracorporeal anastomosis. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: grip release tool detected on universal surgical manipulator 2 (usm2): sureform 60 stapler instrument, the system has detected the use of the manual grip release wrench while the instrument joints are in a locked state. Instrument manual grip release misuse: sureform 60 stapler instrument on usm2 (the user might be attempting to use the emergency grip release without hitting the e-stop.) The reason a tool was determined to be invalid by the system on usm2. The probable root cause could not be determined based on the provided information.